Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. It should be noted that the absolute pro instruction for use, states: note the product, use by date, specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint was due to user error. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery. A 7.0 x 30mm absolute pro self-expanding stent system (sess) was successfully deployed. Reportedly, after the procedure when the packaging was being discarded, it was noticed that the sess was expired. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.